Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient is experiencing red heart alarms and low speed event when connected to a patient cable. The patient presented to the clinic and the system controller was exchanged. X-rays of the pump percutaneous lead submitted for review did not indicate any apparent damage. Further evaluation and testing by the manufacturer's technical services onsite did not indicate any broken wires. When attempting to connect to the power module on the new system controller, the speed dropped to 1000rpm. The issue was reproducible only when the patient was connected to a patient cable and the percutaneous lead was manipulated at the distal end bend relief. A decision was made to repair the percutaneous lead. The distal end of the percutaneous lead was replaced.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation and measure approximately 7" in length. An electrical continuity test of the returned portion of lead was conducted and results indicated discontinuity in the black wire. All other wires were found to be electrically intact. Examination revealed the black wire was fractured adjacent to the metal/controller connector and as a result, the underlying wire conductors were exposed. The characteristic of the disruption appeared consistent to fatigue failure as a result of repetitive flexing of the lead in this location. There was no evidence of mechanical damage to the wires such as crushing or pinching. The reported alarms and speed drops would have occurred as a result of the exposed conductors of the wire contacting the braided shield and shorting to ground while supported by the power module. No further info is available. The manufacturer is closing its file on this event.